Manufacturer narrative:
The observed internal cannula tear is related to action #98586. No problems were observed that could be confirmed as the cause of the reported communication error. The cause of the reported communication error could not be determined. A tear was observed on the internal portion of the soft cannula, resulting in an internal leak. The internal leak resulted in internal corrosion, low batteries, and data loss. It could not be determined if the internal cannula tear and subsequent leak is in any way linked to the reported communication error. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone16.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s blood glucose level was not reported. The pod was worn between 4 and 24 hours. Analysis of the returned device revealed a tear in the internal cannula, which resulted in fluid leaking inside the device. The device was originally reported for a communication error during operation.